Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes labels are falling off. This occurred on 10 occasions before use. The following information was provided by the initial reporter: material no: 367986, batch no: 9081745. It was reported that the labels are not adhering to the sst tubes and sometimes fall off. Event description per sfdc pir states, I sent the customer replacement product from a separate pir with the same issue (sst labels no adhering to the tubes and sometimes falling off) and the replacement product has the same issue. This is the 3rd lot # that they have had issues with.

Manufacturer narrative:
Investigation: investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for label lift with the incident lot was observed. A review of the device history record was completed for the incident lots and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA#1064141. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for label lift with the incident lot was observed. Further investigation has been initiated through CAPA#1064141. The investigation is still on-going and improvements will be made as the potential causes are identified. Root cause description: CAPA#1064141 has been initiated to document further investigation and root cause analysis relating to this issue. The investigation is currently on-going and will be updated as the potential root cause(s) are identified. Rationale: based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with this issue and implement corrective actions. The investigation is currently on-going and further improvements will be made as the potential root cause(s) are identified.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes labels are falling off. This occurred on 10 occasions before use. The following information was provided by the initial reporter: material no: 367986 batch no: 9081745 it was reported that the labels are not adhering to the sst tubes and sometimes fall off. Event description per sfdc pir states, I sent the customer replacement product from a separate pir with the same issue (sst labels no adhering to the tubes and sometimes falling off ) and the replacement product has the same issue. This is the 3rd lot # that they have had issues with.